Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported patient admitted to ward 2b as unwell. PICC blocked. Attempts made to unblock PICC with no success. Patient attended for a linogram and PICC fracture identified. PICC removed. Fracture at 24cm noted. PICC inserted on (B)(6) 2024 to l basilic vein, trimmed to 45cm, exit marking 2cm, secured with securacath. PICC was not used for CT scans but had interventions for occlusions on (B)(6) 2025. PICC used for sact (taxol). PICC removed on (B)(6) 2025. No delay in patient's treatment, and no harm reported. No new PICC required.